Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure, the surgical team reamed the cup to a size 51 and trialed a size 51 without issue. After opening a size 52 cup intended for use in the case, the cup would not seat. The team attempted to seat the cup by impacting with a hammer and without, and during liner insertion a screw cap was observed floating inside the cup. The event occurred intraoperatively; no environmental conditions were reported. There is no known impact or consequence to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4 (expiration date, UDI #), g3, g6, h2, h3, h4, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.